Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the power cord of an exactamix automated compounding device was observed damaged. It was further reported "the outer sheath of the power cord was cracking and beginning to expose the internal wires". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to d1: brand name and d4: catalogue #. Should additional relevant information become available, a supplemental report will be submitted.